Event description:
The iab was inserted via the right femoral using an introducer sheath. As the iab was passed through the sheath resistance was encountered. The iab kinked and would not advance. The iab was then removed and replaced without any pt complications.